Event description:
It was reported that during an implant procedure, the new pacemaker was not able to be activated automatically and had to be activated manually. The explanted pacemaker was a competitor device, and the two leads were also competitor leads. After the new pacemaker was activated manually, this right ventricular (rv) lead threshold and sensing were stable, however the rv pacing impedance measurement was greater than 3000 ohms. No noise was observed and troubleshooting with maneuvers could not be performed because the (B)(6) patient had just had the operation. Additionally, the competitor leads were implanted in 2005 and were almost 18 years old. (B)(6) suggested that the physician perform a lead replacement procedure however, the physician indicated that they were not able to do that as the physician is not a cardiologist. Therefore, (B)(6) recommended to have the patient be sent to another hospital where there is a cardiologist department for lead revision or replacement. No adverse patient effects were reported. The pacemaker and this rv lead remain in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).